Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation.

Event description:
The patient reported the onset of skin irritation immediately after connecting to the system. The irritation was localized to the rear waist area and extended beyond the adhesive patch. The patient reported no known allergies and denied sensitivity to the brava protective spray recommended by a field representative. The patient subsequently consulted a dermatologist, who provided an unidentified topical ointment. On 08 march 2026, the patient received a prescription for elocon ointment. Reported symptoms included redness, itchiness, a prickly sensation, and overall discomfort. Medical attention was sought on 08 march 2026. At that time, a pod had been in use; however, the patient was unable or unwilling to confirm whether the pod was being worn during the consultation.